Event description:
Event description guidant received information that, during the attempted implant of this pulse generator, the left ventricular (lv) lead impedance was greater than 2500 ohms. The lead impedance was good through the pacing system analyzer. The lead was removed and the header setscrews were checked. The process was repeated with the same outcome. When the physician was placing the leads in the header of the second device, she had problems placing the lv lead in the port. She stated it felt as though the lead was too big for the port. The setscrews were checked and were moving freely. The lead was reinserted into the lv port and with as much force as could be applied without damaging the lead she managed to place the lead into the port. All lead impedances and checks were ok and the lead appeared to be working.